Manufacturer narrative:
B3 - date of event captured as first day of event month. The suspected device was returned for evaluation. The event history log and the 12-month service history were not reviewed. Upon visual inspection, no physical damage was observed. Functional testing was conducted, and no issues were identified with the latch/lock mechanism; therefore, the cause of the reported problem could not be determined. The complaint raised was not confirmed. The device has been submitted for functional and delivery testing following completion of repair activities. It will be returned to the customer once it successfully meets all functional and delivery test requirements.

Event description:
It was stated that the pump presented malfunctioned when inserted the cassette and problem with cassette latch. The event occurred while the medication was being prepared. There was no patient involvement or harm.